Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a newly trained user¿s ilet charger was faulty and that a replacement charger was shipped to the user. Symptoms included no device alarms or alerts and no reported adverse health effects. Outcomes included logistical resolution through replacement supply shipment without clinical impact. Investigation included customer support triage and arrangements for replacement of the suspected faulty charger. Investigation of this case revealed a suspected charger malfunction affecting device charging, with no additional device components implicated. It was concluded, based on previously established findings for similar reports, that the cause was an electrical accessory malfunction of the charger.